Manufacturer narrative:
The type of tests being performed at the time incident occurred is unk. It is unclear whether the instrument posted an error code or wheter erroneous test results were reported as a result of the incident. Incident did not lead to serious injury or death. No dispense, if undetected, could lead to erroneous test results and the potential for the transfusion of incompatible blood. Based on the info available, instrument malfunction cannot be ruled out.

Event description:
Customer reported sample is not being dispensed in all wells by ortho provue.